Manufacturer narrative:
The reported information and the log file were analyzed. Analysis of the logged entries revealed that the ventilation unit v500 of the device performed a single reboot at 4:10 pm on (B)(6) 2019. The display unit c500 posted the accompanying visual and audible alarm "ventilation unit restarted". As a result, the internal device communication was interrupted and the alarm message ¿device failure 3" was triggered. Based on the investigation the root cause of the restart of the ventilation unit v500 was caused by a temporary malfunction of the pcb therapy control unit. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a restart of the ventilation unit would be triggered. The warmstart sequence takes up to a maximum of 8 seconds. During that time the safety valve remains opened to ambient allowing the patient for spontaneous breathing. After successful completion of the warmstart sequence, the ventilation will resume with the latest settings. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the evita v500 displayed a cockpit restart alarm and also restarted due to a system error, during use. There was no patient injury reported.